Event description:
It was reported that the wrist of the prograsp forceps instrument does not move freely. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the instrument to move intuitively with a full range of motion in all directions. No increased or abnormally high friction was noticed. Engineering also observed the distal end of the main tube to have various deep scratch marks with material removed on one side of the tube. Scratches are randomly oriented to tube, suggesting they are caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument.